Manufacturer narrative:
The customer did not return any product. Since no product was returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Country of origin: (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek pro ii meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter results were 1.2 inr and 1.2 inr and a few minutes later the laboratory result was 2.6 inr. On (B)(6) 2019 the meter passed qc testing. The patient's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. There was no recent dietary changes, no new medications or antibiotics. Relevant retention test strips (lot 364253) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.